Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device changeout procedure, the physician noticed that the insulation of the left ventricular lead had been damaged along the length of the part of the lead that was visible inside the pocket. It appeared to be an abrasion of the outer insulation layer with the outer anode wire exposed in parts. After the lead was buried back in the pocket the impedance decreased. The physician opted to leave the lead and pace from tip to right ventricular coil and closely monitor the lead. No patient complications have been reported as a result of this event.